Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for alleged cosmetic damage located at the battery tube area found on (B)(6) 2022. Insulin pump received with an unresponsive keypad, specifically at the return button. Unable to perform the displacement test and self test due to unresponsive keypad. Insulin pump was cut open to perform visual inspection and found moisture damage on electrical board 1. Unable to download using thump due to unresponsive keypad. Insulin pump passed the keypad voltage test. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, battery tube threads - cracked, pillowing keypad overlay, broken battery tube threads, cracked case (battery tube), cracked case, serial number label fading. Unresponsive keypad confirmed due to moisture damage on the electrical board 1. Cosmetic damage located at the battery tube area confirmed. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that there was damage on the insulin pump. Customer stated that the pump was still working and had a large crack through it. Customer stated that they may have dropped the pump. Troubleshooting was not performed. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.